Event description:
Reporter indicated that vns pt developed a staph infection post-implant at both the lead and generator sites. The infection was treated with antibiotics and explant of pulse generator and entire lead (including electrodes). The infection has reportedly resolved.